Event description:
Patient arrived to clinic on (B)(6) with vad history positive for wrench alarms stating back up battery needing replacement. Review of back-up battery noted battery date good through 03/2025 physical inspection of device with evidence of white lead bend relief broken. Controller exchanged.